Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received an allegation of the device not functioning and a "not operating ventilator" message. There is no allegation of serious or permanent harm or injury. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported the manufacturer received an allegation of the device not functioning and a "not operating ventilator" message. There is no allegation of serious or permanent harm or injury. The device was sent to a third-party service center for evaluation. During the evaluation of the device at third-party service center, a "ventilator inoperative" condition was identified. The device's board will be replaced to address the reported occurrence of a ventilator inoperative error being triggered. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.